Event description:
The customer reported that while running a hepatitits core assay, summit sample handler did not pipette sample or diluent into well position b6, c6, d6 and e6 and did not give an error message. No death or serious injury was associated with this event.